Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been experiencing more seizures. Implant card was later received reporting that the patient had their generator replaced due to a low battery. The explanted generator was discarded. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; f1905 inadvertently left off of initial report despite being known at the time of submission. D4. Lot number; ; corrected information; information was inadvertently left off of initial report despite being known at the time of submission.

Event description:
Later, a response was received from the physician. It was determined that the increase in seizures is below baseline levels and noted to be not related to vns therapy/surgery. No other relevant information has been received to date.